Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "capsular contraction, pain, swelling, inflammation around chest and breast feels lumpy, hard and heavy". Patient also reported bloating, tired, anxious, depression, joint pain, infections, gastritis" and "feeling sick and dizzy, heart palpitations and hormones change lack of periods; these events are not device related. Device remains implanted. This relates to the right device.